Event description:
As reported to aga medical, during an atrial septal defect (asd) closure, the amplatzer septal occluder detached from the screw hub/delivery cable within the sheath. A portion of the device was in the sheath (connecting waist and right atrial disc) while the left atrial disc was outside the sheath. After reattaching the device to the delivery cable and retracting the device into the sheath, it again became detached and had to be reattached before withdrawing it from the sheath. Because it became detached a second time, there was concern that the threads on the right atrial side of the device were potentially stripped, so a different device was selected. A 16mm amplatzer septal occluder was utilized but ended up being too small and replaced with a 17mm amplatzer septal occluder which was deployed successfully. A second 8f delivery system was utilized to delivery the 17mm device. No patient complications were noted.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. Upon receipt of the amplatzer® delivery system (sheath, dilator and delivery cable), the distal tip of the sheath was observed to be slightly flared. Visual examination performed under magnification revealed no anomalies with the device end screw. The delivery cable and device end screw threads were each found to be within specifications using thread gages. The returned device was attached and detached with minimal effort from the returned delivery cable. Although it may be possible, the likelihood of reattaching the delivery cable to the device within the sheath is highly unlikely. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including attaching and detaching to a test delivery cable. Review of manufacturing documentation confirmed this device successfully passed these inspections. Our investigation was unable to reproduce the performance described. It is possible that an inaccurate alignment between the device and delivery cable caused the attachment and detachment difficulties. Additional information has been requested to confirm the device was reattached to the delivery cable within the sheath.